Manufacturer narrative:
H3:product analysis found that could not verify error code message with console. This unit presented with software v1.7.5 and nff continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: product analysis found that verified error code message. Unit presented with software v1.7.5, fully charged batteries, a wireless failure due to a disconnected antenna and a defective afe with multiple broken electrode pins. H4: 29.01.2024 h6: fdm b01, fdr c0208, c040102 <(>&<)> c0601, fdc d02 and img g02001, g02005 <(>&<)> g0403401 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that nim vital system, during a case the unit was giving out of range measurements and giving intermittent interference. User did some troubleshooting and switched out the patient interface and were able to finish the case without any other issues. There was no patient or staff impact.